Event description:
It is reported that a pt was implanted with a ceramic inlay (exact catalogue number unk) on unk date. It is also reported that the ceramic inlay broke off and a revision surgery is planned.

Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review as the pt has not been revised. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the info provided. Should add'l info become available and an investigation result be available, that changed this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is cpt(B)(4).